Event description:
The customer reported that the device had a touchscreen issue. There was no patient involvement when the event occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the diagnostics performed by the engineer, the customer reported having an issue with the touchscreen on the v60. The customer was unable to troubleshoot during the call. The remote service engineer recommended bringing touchscreen while onsite. The service engineer replaced the touchscreen to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The replaced touchscreen was returned for internal failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The resistance measurements and resistance ratio test passed. The reported complaint that the touchscreen failed was not duplicated. There was no fault found with this returned touchscreen assembly.